Event description:
Per the clinic, the patient did not receive auditory stimulation when using the device. Neural response telemetry was attempted, however, no measurements were obtained. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.